Manufacturer narrative:
The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional evaluation and under water leak test were performed and leakage was noted in the central port of the bag. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty 2l eva bag leaked close to the port. This occurred during priming. There was no patient involvement. No additional information is available.